Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02302 and 02303) submitted for devices related to the same event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02302 and 2015-02303) submitted for devices related to the same event.

Event description:
It was reported that the ICU nurse noted an "electrical fault" and contacted the "vad coordinator for troubleshooting." The "alarm log showed two (2) electrical fault events on (B)(6) 2015." They were "able to clear the alarm and there were no further fault alarms." It was stated that the "log files were downloaded and sent in." It was further stated that the "fault indicated front phase b open." On (B)(6) 2015 the manufacturer representative arrived and prior to the cleaning procedure "decreased lvad speed." "Two rounds of cleanings were completed" with a total pump stop time of two minutes. It was stated by the manufacturer representative that "contaminants were observes on both the controller and the driveline connector." The "controller was exchanged and backup is now primary." As per site "patient tolerated procedure well." No additional information provided. Investigation is ongoing.